Event description:
It was reported by repair work order that the lock post was loose which could effect locking of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The investigation also found that the cot was raising and lowering on its own due to a damaged upper button assembly.

Event description:
It was reported by repair work order that the lock post was loose which could effect locking of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.